Event description:
Multiple discordant results for multiple assays were obtained on an advia centaur xp instrument. The results were reported out. Quality control (qc) was in range in the beginning of the day. Four hours later qc was out of range low. The customer repeated all samples on another instrument and corrected reports were sent to physicians.there are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the event to be the sample dispenser. The samples were aspirated but not dispensed fully. The fse replaced the tubing from sample syringe to the pressure transducer and verified sample probe height alignment and the valve on the air pump assembly. After the repair all qc were in the specified ranges. The instrument is performing within specifications. Further evaluation of the instrument is not required.